Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, after sealing was completed, cutting trigger could not be pulled. The cutting trigger could be pulled when the jaws are in the half open state, but it could not be pulled when the jaws were closed. Because the trigger could not be pulled after it was cleaned to a certain degree, a new product was taken out. When the product was taken down and checked, on the proximal end part of the knife channel, burnt was found.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found eschar build up on the top jaw. The reported condition was confirmed. Investigation found the knife blade was not able to advance forward because of the eschar build up on the top jaw. The eschar prevented the knife blade from advancing forward to make a full cut. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instruction for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.